Manufacturer narrative:
Follow-up #1 date of submission 12/14/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use noted in the pump history. The data for the time of the reported blood glucose excursion is not available for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she was developing low blood glucose levels which meet animas' criteria for a serious injury after correcting with the pump. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt and her mother contacted animas alleging that she was getting low blood glucose (bg) levels after correcting with the pump. The pt claimed that at times during the time of concern, her bg levels would drop down to the "30's - 40's" mg/dl after correcting with the pump. With the low bgs, the pt claimed that she felt shaky. The pt indicated that she would treat herself with orange juice or by eating something. The pt denied seeking medical intervention. The pt confirmed that the pump was not exposed to an MRI, CT scan, or x-ray. She reportedly was never priming while attached. The pt denied ever tightening the cartridge cap while attached at skin site. The pt was always disconnecting from the pump at the skin site, not at the cartridge. The pt denied administering extra boluses. She was reportedly familiar with carbohydrate counting. The pump was reviewed during troubleshooting. The pump's time was correct. Basals were correctly programmed. The pt confirmed settings for the I:c and isf. The target bg was correctly set. No corresponding alarms were noted in the pump history. A review of the pump's tdd for (B)(6) 2011, and the bolus/basal history appeared to be recording correctly. The animas rep involved in this contact was unable to find a mechanical issue with the pump.